Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. Claim# (B)(4): device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -8.50/+2.5/083 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2017 the lens was exchanged for a same size, different diopter lens due to the patient experiencing lens rotation not associated to a low vault. Prior to lens exchange, on (B)(6) 2016 and (B)(6) 2016 the lens was repositioned. The lens exchange resolved the problem. As of the date of MDR reporting the lens has not yet been returned.

Manufacturer narrative:
The lens was returned dry in a small vial. Visual inspection found no visible damage to lens and clear residue on the lens. (B)(4).